Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the stomach and the jejunum to treat a gastric outlet obstruction (goo) during a gastrojejunostomy procedure performed on (B)(6) 2025. Patient presented with lymphoma as the primary diagnosis. The health care facility's endoscopy team determined that an axios gastrojejunostomy (gj) would provide the best option if the patient responded well to systemic treatment, as it is removable compared to a duodenal stent. The gj was successfully placed. However, on the morning of (B)(6) 2025, it was reported that overnight the patient had developed pain, and computed tomography (CT) revealed that the distal flange had migrated out of the jejunum. The device was removed. Surgery was performed to close the axios puncture site and clean abdominal fluid. The patient is currently awaiting additional procedures; the patient is still hospitalized. The issue remains ongoing. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f19 captures the reportable event of surgical intervention.